Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty one month prior to revision. Subsequently, patient was revised on (B)(6), 2012 due to fracture and dislocation. During the procedure, instrument which seats the trial in place fractured.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01052).